Event description:
The reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -7.50/4.0/099 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. The lens was explanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: unk. Explained: unk. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4)